Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "handle cracked on the cup impaction handled."